Manufacturer narrative:
The review of the manufacturing and the sterilization paperwork verified that these lots met all pre-release specifications. The additional information was requested. Also was involved pxc141000/13426286. (B)(4).

Event description:
The patient referenced in this event file is enrolled in a post market prospective observational cohort registry designed to obtain data on device performance and clinical outcomes of patients treated with gore endovascular aortic products through the global registry for endovascular aortic treatment (great). Medidata rave® is the clinical study database (csd), capturing the data through the grt 10-11 module. On (B)(6) 2015, the patient was implanted with gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. Reportedly, there was no systemic infection at time of treatment. The patient discharged from the hospital on (B)(6) 2015. No further adverse events have been reported. The patient tolerated the procedure. It was reported that on (B)(6) 2016, the patient developed a false aneurysm at the left puncture site which was successfully treated with thrombin injections. On an unknown date, the patient presented with some malaise and discomfort at the left groin area with excreting purulent fluid. On (B)(6) 2016, the patient underwent the surgical evacuation of hematoma. No further adverse events have been reported. The additional information was requested.

Manufacturer narrative:
This report is being sent as a retraction to the initial report. Upon further investigation into this event and due to the information provided from the site, that ¿the cause of a false aneurysm was a failure of closure device¿ and ¿the infection was not related with gore® devices and occurred several weeks post-op¿, this event is not reportable as a serious injury.

Event description:
This report is being sent as a retraction to the initial report. Upon further investigation into this event and due to the information provided from the site, that "the cause of a false aneurysm was a failure of closure device" and "the infection was not related with gore® devices and occurred several weeks post-op", this event is not reportable as a serious injury.